Manufacturer narrative:
.

Event description:
It was reported that a patient went to the emergency room on (B)(6) 2016 for painful stimulation in the neck and syncope. The physician at the emergency room requested programming assistance, and, since it was after-hours, the physician was informed of how to disable the device using the vns magnet. The patient was admitted to an observation room. System diagnostics were performed on (B)(6) 2016 in different positions, and all the results were within normal limits. The patient reported that the pain was a little better and had not experienced syncope since being in the emergency room. The patient did believe that the syncope was occurring at the same time as stimulation. No intervention was taken other than placing the magnet over the device. The patient's device was not programmed off, because the patient believed that she would lose seizure control and requested to keep the device programmed on. The patient was directed to follow-up with her neurologist. Attempts for further information were unsuccessful to date.